Event description:
During troubleshooting a low drain volume (ldv) alarm that appeared on the home choice (hc) display during initial drain, the nurse reported that air bubbles were present in the patient line. The technical service representative (tsr) assisted the nurse in ending the therapy and advised to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the nurse, it was found that this was an isolated event. The nurse stated that the home patient (hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications. No further information is available at this time.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was confirmed. The root cause was identified to be air in the patient line. This issue is being investigated through CAPA.